Event description:
Unable to retract jacket. Jacket separated with excessive force. Jacket guard and balloon also separated from device, retrieved with a snare. Patient converted to standard open repair 2 days post procedure.